Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture, baker grade unspecified.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unspecified. The device has been explanted.